Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had no power, and was not booting up. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had no power, and was not booting up. The rse assisted with troubleshooting the device, and reported that with ac power connected, there were no led's illuminated on the front of the ventilator. It was then reported that there was no power cord. The customer replaced the power cord, and the device was now powering on; the battery led was flashing, indicating that the device was charging. The rse noted that the battery volts showed at 14vdc. The customer was advised to fully charge the battery before returning the vent to service.